Event description:
Information was received that while a patient under local anesthesia for cerebral infarction, was using a smiths medical tracheal tube kit. It was reported that patient's wound was oozing and air leaks were noted in the balloon. The tube was replaced immediately.